Manufacturer narrative:
Device was used for treatment. Visual inspections noted only a sliver of the screw head was returned for evaluation. The material was verified with niton x-ray analyzer gage and was found to meet specification. Since no full features are available to complete dimensional analysis and not lot number was provided, the device could not be fully analyzed. Without a lot number the device history records review could not be completed.

Event description:
During a wrist fusion procedure, the head of the screw split/broke in half while the surgeon was tightening down on the screw into the plate. The surgeon removed the broken part of the screw and smoothed the rough end with a diamond burr. The broken screw still remains in the plate in the patient. Reportedly the plate is not broken. The procedure was prolonged about 5-10 minutes due to this occurrence. The surgeon was able to complete the procedure successfully.